Event description:
Rvtip to rvcoil lead impedance warning on (B)(6) 2025. Decline in r wave per lead trend data. High measured rv capture threshold (B)(6) 2025. Current output at 5 v and 1.00 ms. Treated vf egm for under sensing on the atrial lead. Atrial sensitivity programmed to most sensitive at 0.15 mv. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).